Manufacturer narrative:
Philips service replaced the cmos battery and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movements were partly available due to geo pc cmos battery failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.